Manufacturer narrative:
No evidence of a device malfunction. The cycler alarmed appropriately to the presence of air in the blood line. The user guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. The user guide also warns regarding administration of appropriate anticoagulation to reduce the risk of clotting. Nxstage medical considers this report closed.

Event description:
Just prior to the end of a routine hemodialysis treatment, air was observed in the cartridge and a venous air alarm occurred. During the alarm recovery process, elevated venous pressures were observed. The user discontinued the hemodialysis treatment without performing rinse back resulting in an estimated blood loss of 190cc. Following the treatment, clotting was observed in the cartridge venous blood line. No untoward patient symptoms were reported. With subsequent hemodialysis treatments, the patient's heparin dose was increased to 2500 units. The patient's epogen dose of 4000units, 2x/week was increased to 3x/week for one week.